Event description:
It was reported that a stent fracture occurred post-implantation that required intervention. A 7mmx50mm boston scientific wallstent was successfully implanted in the subclavian artery in a procedure. However, a few months later, the patient returned to another hospital with stent fragmentation due to igla syndrome. The physician decided to cut the styloid process and it was successfully performed. There were no patient complications as a result of this event.

Manufacturer narrative:
Corrected bsc aware date to 03/11/2026. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of "stent fracture" was defined in the risk documentation and is documented accordingly in the product risk review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to patient condition based on the patient suffering from igla syndrome, which was reported to have contributed to the stent fracture.

Event description:
It was reported that a stent fracture occurred post-implantation that required intervention. A 7mmx50mm boston scientific wallstent was successfully implanted in the subclavian artery in a procedure. However, a few months later, the patient returned to another hospital with stent fragmentation due to igla syndrome. The physician decided to cut the styloid process and it was successfully performed. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated h6 patient code to unspecified tissue injury. Updated h6 evaluation conclusion code to adverse event related to patient anatomy and/or condition. Added b13 communication/interviews in the h6 evaluation method codes. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of "stent fracture" was defined in the risk documentation and is documented accordingly in the product risk review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to patient condition based on the patient suffering from igla syndrome, which was reported to have contributed to the stent fracture.

Event description:
It was reported that a stent fracture occurred post-implantation that required intervention. A 7mmx50mm boston scientific wallstent was successfully implanted in the subclavian artery in a procedure. However, a few months later, the patient returned to another hospital with stent fragmentation due to igla syndrome. The physician decided to cut the styloid process and it was successfully performed. There were no patient complications as a result of this event.